Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28 lot# v514031, implanted: 2011 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient experienced abdominal pain, vomiting, nausea, and weight loss. Interventions included ¿morphine, j-tube feeds with vital 1.5.¿ it was noted hospitalization occurred.

Event description:
Additional information received clarified that the patient was hospitalized on (B)(6) 2013 and discharged on (B)(6) 2013. If additional information is received, a follow up report will be sent.

Event description:
Additional information reported the abdominal pain was related to the j-tube. The patient also had vomiting, nausea, and weight loss. The event was considered resolved without sequelae.